Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 5/24/2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the sample was received in the original box. After the visual evaluation was performed, the following were the observations: the iol was cut in three (3) pieces and one (1) of the haptic was detached. Viscoelastic residues were observed in lens surface. The plunger and push rod were observed in advanced position. The complaint issue reported ¿haptic detached¿ was verified. However, due condition in which the sample was returned, it is consistent with a product that was handled and removed from the eye. It is not possible to determine a product deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight/ethnicity: information unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the right eye and removed during the same procedure as the trailing haptic was absent/detached upon insertion. The outcome does not significantly interfere with activities of daily life. Patient status was unknown. No further information was available.